Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up due to a hardware defect within the system's flexviewing pc. After replacing the flex viewing pc, reloading the software and restoring the system back-up, the system was returned to use in good working order. Part analysis was conducted on the flexviewing pc which identified that the issue was caused by a low voltage cmos battery. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and was able to reproduce the reported issue. Fse loaded the software and proceeded to restore the backup. System was returned to use in good working conditions.